Event description:
It was reported that during a da vinci si prostatectomy procedure the release tab on the side of the blue housing was missing on a monopolar curved scissors instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. One release lever was missing from the housing. Failure analysis concluded the damage was likely due to mishandling / misuse. An additional observation not reported was the instrument chassis was broken. The side of the chassis was missing a triangular shaped piece directly below the lever. As a result of damage, one release lever was missing. Failure analysis concluded the damage was likely due to mishandling / misuse. Additional observation not reported was the distal end of the main tube exhibited a small hairline crack in the axial direction right above tube reinforcement ring. The distal end of the main tube has a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.